Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced "an upstream occlusion while there was an advancing air bubble". It is unknown when this event occurred. The facility representative did not know if there were any reports of patient involvement, and stated that there were no reports of patient injury or medical intervention. No additional information is available. (User interface module master software version is 6.13.92).

Manufacturer narrative:
(B)(4). The reported malfunction of "an upstream occlusion while there was an advancing air bubble" was not confirmed and nor reproduced. The root cause was not identified and there were no repairs made to fix the problem. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.